Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The digital visual interface (dvi) connection on the back of the monitor was detached, therefore the representative reattached it and had to remove the video graphics array (vga) connection from the back of the mobile view station (mvs) computer. The system was booted up and the vga was reseated to allow proper boot up for the monitor to function. The issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure the mobile view station (mvs) monitor on the imaging system was not receiving a signal from the computer. The representative confirmed that the monitor works by navigating the menu to run a factory reset of the monitor itself (which did not resolve the issue). There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect monitor has been received by the manufacture for evaluation. The reported issue could not be confirmed as the monitor display was tested by connecting to a power supply and a video graphics array (vga) output of a laptop. A clear quality was displayed. Cosmetic damages were found on monitor. No fault found.